Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined.

Event description:
Baxter (B)(4) received a report that an infusor had underinfused during patient use. The solution was planned to be infused over 4 days but was infused over 7 days. The device was filled with 192ml of arabine (cytarabin). There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample was discarded. No additional information is available at this time.